Event description:
It was reported that an aseptico endo its was "speeding up" during use and possibly caused a file to separate; outcome of the event is unk.

Manufacturer narrative:
Because evaluation of the unit is not complete as of this MDR evaluation and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation event will be reported via asr, as appropriate. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.